Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrogram, the right ventricular lead exhibited noise and was reproduced with isometric testing. All other electrical measurements were in range. Programming changes were discussed and no intervention was performed.

Event description:
New information on (B)(6) 2018 stated that the lead was capped and replaced due to noise. No damage to the lead was seen during procedure. The patient was in stable condition post operation.